Event description:
The complainant stated that the left and right foot siderails have come off the bed due to the screw holes in the siderails being stripped out. The account did not know if a pt was in the bed at the time.

Manufacturer narrative:
Two replacement siderails along with hardware was sent to the account to repair the bed.